Event description:
Information was received from a foreign healthcare provider via a manufacturer's distributor regarding a patient who was receiving 500.0 mcg/ml of compounded baclofen at 24.01 mcg/day via an implantable pump. On (B)(6) 2022, it was reported that the hcp was unable to change the patient's daily dose flow rate while programming the pump during a refill session on (B)(6) 2022. The only feature that was functional for programming was the minimum rate feature. It was noted that no pump alarms occurred and, while the hcp was able to check the pump logs, no abnormalities were observed. No error messages were noted on the physician or patient programmers. It was reported that the patient was bedridden. The issue was not considered resolved at the time of the report. No surgical interventions occurred or were planned. Additional information was received from a foreign healthcare provider via a manufacturer's representative on (B)(6) 2022. It was reported that the patient first began to experience a decrease in therapeutic effect on (B)(6) 2022. On (B)(6) 2022, the hcp confirmed that the therapy rate could not be adjusted again. It was noted, however, that the last available pump report was from (B)(6) 2022. The patient was bedridden as a result of their therapy stopping. Initial troubleshooting did not solve the issue, but changing the low reservoir alarm volume from 1ml to 2ml and adjusting the reservoir volume in the programmer followed by updating and then reinterrogating the pump did resolve the issue. The cause of the event was not determined.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8870bbu01, serial/lot #: (B)(4), UDI#: (B)(4), product type: software. If information is provided in the future, a supplemental report will be issued.